Manufacturer narrative:
On (B)(6) 2015 patient logs were not available for software investigation and analysis as the site had already destroyed the patient exams. On-site functional testing was completed as well as a software investigation. On (B)(6) 2015 software analysis finds that there are many, many core files on the system; the physical ram memory is defective, and the computer should be replaced. Return requested. Replacement device shipped to site (B)(6) 2015. Medtronic investigation of suspect computer, returned on (B)(6) 2015, finds that the computer booted and ran (B)(4) software on test bench with no "slowness" observed. Computer then passed all subsequent testing and no hardware or software problem was found. No fault found. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 software investigation completed. If the unresponsiveness could happen in any task of the software, software engineer findings are that faulty ram more often tends to cause ungraceful software exits than causing the navigation system to become unresponsive, however, either is a possibility. For both failure modes, the failure can happen at any time, regardless of which mode the software is in. It is somewhat more likely to show up during periods of high memory bandwidth consumption, but that would include both select-patient and navigate.

Event description:
A medtronic representative received a report from a site that prior to the start of a procedure, when loading the patient exam, the navigation system became unresponsive. No further details were provided. There was no patient present when this issue was identified.